Event description:
Reportedly, the instrument stuck on tissue. The surgeon advanced knife blade forward and could not release. Another instrument was used to cut stuck instrument off tissue. Surgery was completed. Procedure: colon resection.